Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was intended to be used during a procedure. According to the complainant, the balloon catheter was difficult to pass through the endoscope. There was no reported device damage. Investigation results revealed a new failure mode, that the exit marker was loose on the catheter. This event has been deemed an MDR reportable event based on these findings.

Manufacturer narrative:
Investigation results of exit marker loose on the catheter. A visual examination revealed that the catheter was cut. The exit marker was found damaged and loose on the catheter. A functional test of the device passage through the scope could not be performed due to the condition of the device. The reported event of catheter difficulty advancing could not be confirmed. In the case of this complaint, the defects found on the device are consistent with catheter withdrawal difficulties. Device ¿stuck in the endoscope¿ is an anticipated failure per dfu for this product. It is possible that a vacuum was not applied to the balloon during catheter withdrawal which resulted in the balloon profile remaining too large to fit through the endoscope. A probable root cause of operational context has been assigned to this event as it was most likely due to anatomical/procedural factors encountered during use which limited performance of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.